Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas e411 disk. The sample initially resulted in a ferritin value of < 0.500 ng/ml with a data flag. The sample was repeated twice, resulting in ferritin values of 30.39 ng/ml and 30.81 ng/ml. The third result was considered correct and was released to the patient.

Manufacturer narrative:
The field service engineer repaired bent probe tubing and adjusted the probe belt. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.